Manufacturer narrative:
(B)(4).

Event description:
It was reported a declot procedure was being performed on a (B)(6) female patient. The physician was declotting a graft in the patient's arm. While the ptd was in use, the physician noticed the tip was starting to separate. As a result, he discontinued the use of that device and opened another ptd to complete the procedure. There was a delay in treatment with no patient harm and no patient death or complications reported.